Event description:
The user facility reported that a leak was observed coming from the operating room where a renaissance prevac steam sterilizer is located. The user facility staff turned off the water supply and cleaned up the water. The leak was discovered during two surgeries; the procedures were completed successfully without delay. There were no reported injuries to hospital staff or patients and no reported property damage.

Manufacturer narrative:
The steris technician went onsite and found that the descale-a-matic tube located on the steam generator used with the sterilizer was rusted from inside out; and the tube had ruptured and allowed water to leak onto the floor. The descale-a-matic is an optional accessory used with the steam generator that is offered to prevent scale build-up over time on the heating elements of the steam generator.the steris technician replaced the ruptured tube with a new stainless steel tube, ran several cycles, and placed the unit back into service.the descale-a-matic accessory is not covered by steris maintenance contract service. The descale-a-matic was installed on 12/27/07. There is no evidence of preventive maintenance performed by the customer to avoid rusting on pipes. The sterilizer and the generator are under steris service contract and the last pm was performed on 12/29/12 when the unit was found to be operating properly; there was no leakage observed.the cause of the reported event is lack of proper maintenance to the descale-a-matic accessory by the customer, causing the pipe to rupture and leak water onto the floor.